Event description:
It was reported that bd us cathena 22gx1.00in straight bc had safety shield activation failed. It was reported by the customer that safety did not engage. Additional lubrication. Verbatim: rcc received a complaint via email. Please see below 2 complaints for mfg 386861 lot #5037663. 1 ¿ safety did not engage. 2 ¿ additional lubrication. Incident date 8/1. Awareness date 8/4.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation; therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.